Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had a really blurry image. The issue was found during sedation for a diagnostic endoscopy procedure, which was completed with an olympus back-up device. There was a procedural delay for less than 30 minutes, but there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The image was blurry but after cleaning objective lens it was fixed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has debris inside. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.